Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g the needle was loose and misaligned. There was no report of patient impact. The following information was provided by the initial reporter: the syringe was disconnected from the needle in order to insert another syringe containing the second product. It was during this last manipulation that the needle moved out of alignment with the base.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305895 and lot number 1805011. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained. The retained samples were assembled with a bd discardit 2ml syringe and no signs of defective hub connection were identified. Based on the limited investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g the needle was loose and misaligned. There was no report of patient impact. The following information was provided by the initial reporter: the syringe was disconnected from the needle in order to insert another syringe containing the second product. It was during this last manipulation that the needle moved out of alignment with the base.